Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Review of the (B)(6) research study noted, "femur was wrong size - second time it happened. Medial lateral fit, too wide." (Pg 23) also, "doesn't look like it cut quite right" (pg 20). Review of the videographer report noted that the trial broke (pg 9).

Manufacturer narrative:
Reported event: an event regarding inaccurate cuts involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 444 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events inaccurate anterior chamfer cut. There were only 6 other reported events ((B)(4)). Conclusion: the vp log data from the case was reviewed. An analysis of the cut accuracy, probe check values, checkpoints values, bone registration values, rio registration values, and bone preparation checkpoints values was completed. Using the vp log and session files for the case, it was found that the maximum distance error for the any cut was only 0.4922 mm, which is within tolerance. All other areas of the investigation found error values within tolerance. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
Review of the mako empathic longitudinal research study noted, "femur was wrong size - second time it happen. Medial lateral fit, too wide." (Pg 23) also, "doesn't look like it cut quite right" (pg 20). Review of the videographer report noted that the trial broke (pg 9).